Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, jailing of the 1st diagonal occurred. In (B)(6) 2013, the patient presented with the stable angina and was referred for elective cardiac catheterization. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm evolve ii stent with 0% residual stenosis. The patient was discharged on the following day on dual antiplatelet therapy. Two (2) days post index procedure, the patient was hospitalized for unstable angina and underwent repeat heart catheterization showing a 50% lad lesion. However, the patient had thrombolysis in myocardial infarction (timi) 2 flow and his fractional flow reserve (ffr) was borderline of that lesion at 0.84. He was treated with aggressive medical therapy and sent home. In light of repeat angina symptoms and ventricular tachyarrhythmia, decision was made to treat borderline de novo lad lesion. Fifteen (15) days post index procedure, the patient presented with complaints of lightheadedness, dizziness and shortness of breath. The patient was diagnosed with unstable angina. Pacemaker interrogation revealed episodes of ventricular tachycardia. The patient was hospitalized and referred for cardiac catheterization. Seventeen (17) days post index procedure, the 55% de-novo stenosis located in the proximal lad was treated with balloon angioplasty and placement of 3.00 x 20 mm promus element (pe) drug eluting stent extending into the previously stented segment in the mid lad with 0% residual stenosis and timi 3 flow. In addition, on the same day, after pe stent deployment, the 60% stenosis at the ostium of the 1st diagonal at the stented segment was treated with balloon angioplasty with 0% residual stenosis and timi 3 flow. The patient was discharged on the following day.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, jailing of the 1st diagonal occurred. In (B)(6) 2013, the patient presented with the stable angina and was referred for elective cardiac catheterization. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm evolve ii stent with 0% residual stenosis. The patient was discharged on the following day on dual antiplatelet therapy. Two days post index procedure, the patient was hospitalized for unstable angina and underwent repeat heart catheterization showing a 50% lad lesion. However, the patient had thrombolysis in myocardial infarction (timi) 2 flow and his fractional flow reserve (ffr) was borderline of that lesion at 0.84. He was treated with aggressive medical therapy and sent home. In light of repeat angina symptoms and ventricular tachyarrhythmia, decision was made to treat borderline de novo lad lesion. Fifteen days post index procedure, the patient presented with complaints of lightheadedness, dizziness and shortness of breath. The patient was diagnosed with unstable angina. Pacemaker interrogation revealed episodes of ventricular tachycardia. The patient was hospitalized and referred for cardiac catheterization. Seventeen days post index procedure, the 55% de-novo stenosis located in the proximal lad was treated with balloon angioplasty and placement of 3.00 x 20 mm promus element (pe) drug eluting stent extending into the previously stented segment in the mid lad with 0% residual stenosis and timi 3 flow. In addition, on the same day, after pe stent deployment, the 60% stenosis at the ostium of the 1st diagonal at the stented segment was treated with balloon angioplasty with 0% residual stenosis and timi 3 flow. The patient was discharged on the following day.

Manufacturer narrative:
Patient identifier- (B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).